Event description:
The customer reported that they had an ankle cuff restraint on a patient in ICU and the restraint broke about 4 inches from where it is buckled together. They were able to sedate the patient and restrain them with another restraint. They reported that the leather integrity appeared to be worn or thin. There was no patient or personal injury.

Manufacturer narrative:
(B) (4). Evaluation: results - the strap on the right hand side was broken. (B) (4).